Event description:
1 1/2 months after case a cyst or infection occurred where anchors were placed. Dr had to go back in and clean out. He thinks related to anchor or suture. Two years ago same pt had a cyst from where he had a neck surgery.